Event description:
It was reported via phone call that the customer was experiencing high blood glucose event. Customer's mother stated that there was one up arrow on the insulin pump screen. Customer's mother stated that the customer was kicked out of the automode and customer tried to calibrate but the insulin gave option to use the blood glucose to calibrate. Customer's blood glucose level at the time of call and incident was 23.5 mmol/l. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer's mother stated that the automode feature was on at the time of event. Customer did not report any symptoms related to the high blood glucose event. Customer was able to enter blood glucose reading and calibrate. No further complications were reported. Troubleshooting was performed. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.